Event description:
Customer reported via phone call that they were taken to emergency room and were hospitalized due to high blood glucose on (B)(6) 2022. Customer's blood glucose level was 400 mg/dl at the time of hospitalization. Customer's current blood glucose level was 295 mg/dl. Trouble shooting was performed. Customer reported symptoms of high blood glucose such as nausea, confusion, altered vision. Customer was using the insulin pump system within 48 hours of reported event. Customer was treated with insulin pump and intravenous insulin drip at hospital. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.